Event description:
Patient called in to report service error code. Customer care attempted troubleshooting but was unable to resolve the service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.